Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, the device was found in backup vvi (bvvi) mode. Abbott technical support was contacted and noted abnormal battery curve. Premature battery depletion was suspected. The device was later explanted and replaced to resolve the event. The patient was in stable condition.